Manufacturer narrative:
The field service engineer could not find a cause. He decontaminated the rinse arm tubing, adjusted the rinse arm volume, adjusted the reagent probe, removed the sample probe, and cleaned the sleeve in the sample mechanism head. He ran precision testing and the customer ran qc. All qc results were within the expected range. The investigation is ongoing.

Event description:
There was an allegation of a questionable result from the cobas 6000 c501 module. The initial iron result was 6 umol/l and was reported outside of the laboratory. The repeat result was 36 umol/l. The repeat result was believed to be correct. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
As the qc recovery was within the customer¿s specified range, there was no indication for a performance issue of the reagent or instrument. The customer was not using the required sample rack adapters. Multiple sample short alarms and sample probe up/down alarms were noted in the analyzer alarm trace. The investigation did not identify a product problem. The cause of the event could not be determined.